Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue; cracked battery compartment with chipping. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(4)-2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4)-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The current black box showed no evidence of an "intermittent power" event. The pump powered up with the returned battery cap. The battery cap was unable to fully tighten. The battery cap measured within specifications. The battery compartment was cracked from the thread area to the case seal and from below the grip pad with a portion of the battery compartment missing. The battery compartment threads were damaged. No evidence of moisture was found inside the battery compartment. A 24 hour basal program was run with the returned battery cap successfully. No reboots, power losses, or call service alarms were duplicated. The pump case was removed to find. No evidence of moisture or loose components inside the pump. An "intermittent power" event was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.